Manufacturer narrative:
(B)(4). Batch # p9135g. Additional information was requested and the following was obtained: please specifically describe what is meant by "the device misfired?" Clip fell out of applier. Why was the clip removed from the patient? It was free floating and not connected to any tissue. What is the correct lot number as the lot number provided poo19p67, is an invalid lot number (it should be a 6 character letter/number combination)? P4r23t. The analysis results found that the el5ml device was returned with no damage in the external components and a clip malformed inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device misfired. The clip was removed from the patient without incident. The procedure was completed using a like device of the same product code. There were no patient consequences reported.